Manufacturer narrative:
Results: the ace68 was stretched approximately 101.0 cm from the hub. The total length of the ace68 was approximately 141.0 cm. Conclusions: evaluation of the returned ace68 revealed that the catheter was stretched. If the catheter is forcefully retracted against resistance, damage such as stretching may occur. The root cause of the resistance was likely caused by the kinked neuron max as reported in the complaint. Evaluation of the returned 3maxc revealed that the catheter was fractured. If the catheter is forcefully retracted against resistance, damage such as a fracture may occur. The root cause of resistance was likely caused by the kinked neuron max as reported in the complaint. The neuron max that was identified in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00100, 3005168196-2019-00101.

Event description:
The patient was undergoing a thrombectomy procedure accessing the m1 segment of the middle cerebral artery (mca) through the femoral artery using a penumbra system ace 68 reperfusion catheter (ace68), a penumbra system 3max reperfusion catheter (3maxc) and a neuron max 6f 088 long sheath (neuron max). It should be noted that the patient¿s anatomy was tortuous. During the procedure, the neuron max became kinked while advancing into the aortic arch, which caused the ace68 to stretch and the 3maxc to break off inside the patient. It was reported that at least 8-10 cm of the distal tip of the 3maxc was broken off inside the patient. The neuron max, ace68, and the broken 3maxc were therefore removed. The broken piece of the 3maxc, as well as the blood clot, were aspirated using a penumbra engine (engine) and a new ace68 and the procedure was ended. There was no report of an adverse effect to the patient.